Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pains/bad sharp pelvic pain') and loose tooth ('loose all my teeth') in a 28-year-old female patient who had essure (batch no. D06931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted:no". The patient's medical history included menorrhagia, dyspareunia, nausea, urine incontinence, bloating, swelling abdomen, back pain, urinary tract infection, vaginal pain, vulval pain, acute chest pain and vaginal bleeding. Previously administered products included for an unreported indication: implanon. Concurrent conditions included arthritis and thoracogenic scoliosis. Concomitant products included etonogestrel (nexplanon). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("sever cramping\lower right pain"), abdominal pain ("severe abdominal pain"), back pain ("back pain"), migraine ("severe migraine"), polymenorrhagia ("heavy and frequent menstrual bleeding, large blood clots\3 periods a month"), polymenorrhoea ("heavy and frequent menstrual bleeding, large blood clots"), abdominal distension ("bloating"), dyspareunia ("painful intercourse/ painful sex"), urinary tract infection ("frequent and severe urinary tract infections/uti"), alopecia ("hair loss/hair falls out"), mood swings ("mood swings"), memory impairment ("forgetfulness/memory is bad"), allergy to metals ("allergic to the nickel"), dental caries ("tooth decay"), urinary incontinence ("urinary incontinence"), pollakiuria ("urinary frequency"), abdominal pain upper ("stomach pain"), decreased activity ("loss of physical activity due to the implantation of the essure device"), neck pain ("neck pain"), arthralgia ("joints pain / hip pain"), hypersensitivity ("hypersensitivity reaction") with urticaria, vulvovaginal pruritus, rash and skin disorder, feeling abnormal ("feel worse"), malaise ("sick"), loose tooth (seriousness criterion medically significant), vulvovaginal pain ("it hurts to wear any tampons"), cyst ("cysts") and menstrual disorder ("unusual periods") and was found to have weight decreased ("weight loss / have been droping weight in an unhealthy way/weight loose atleast 10 pounds every month"). The patient was treated with surgery (dentures and hysterectomy) and tooth removal. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, back pain, migraine, polymenorrhagia, polymenorrhoea, abdominal distension, dyspareunia, urinary tract infection, alopecia, mood swings, memory impairment, allergy to metals, dental caries, weight decreased, urinary incontinence, pollakiuria, abdominal pain upper, decreased activity, neck pain, arthralgia, hypersensitivity, feeling abnormal, loose tooth, vulvovaginal pain and cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, arthralgia, back pain, cyst, decreased activity, dental caries, dyspareunia, feeling abnormal, genital haemorrhage, hypersensitivity, loose tooth, malaise, memory impairment, menstrual disorder, migraine, mood swings, neck pain, pelvic pain, pollakiuria, polymenorrhagia, polymenorrhoea, urinary incontinence, urinary tract infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: plaintiff mentioned in a social media post on (B)(6) 2018 that she is "scheduled to undergo hysterectomy next week". She has discussed with her physician undergoing a total hysterectomy to remove the essure device. "I was just reading my records and it says 11 on my left side and 2 on right side". Concerning the injuries reported in this case, the following one/ones were reported via social media: cyst, loose tooth, malaise, vulvovaginal pain, feeling abnormal and weight decreased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pfs received. Event "unusual periods" added. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pains/bad sharp pelvic pain') and loose tooth ('loose all my teeth') in a 28-year-old female patient who had essure (batch no. D06931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted:no". The patient's medical history included menorrhagia, dyspareunia, nausea, urine incontinence, bloating, swelling abdomen, back pain, urinary tract infection, vaginal pain, vulval pain, acute chest pain and vaginal bleeding. Previously administered products included for an unreported indication: implanon. Concurrent conditions included arthritis and thoracogenic scoliosis. Concomitant products included etonogestrel (nexplanon). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("sever cramping\lower right pain"), abdominal pain ("severe abdominal pain"), back pain ("back pain"), migraine ("severe migraine"), polymenorrhagia ("heavy and frequent menstrual bleeding, large blood clots\3 periods a month"), polymenorrhoea ("heavy and frequent menstrual bleeding, large blood clots"), abdominal distension ("bloating"), dyspareunia ("painful intercourse/ painful sex"), urinary tract infection ("frequent and severe urinary tract infections/uti"), alopecia ("hair loss/hair falls out"), mood swings ("mood swings"), memory impairment ("forgetfulness/memory is bad"), allergy to metals ("allergic to the nickel"), dental caries ("tooth decay"), urinary incontinence ("urinary incontinence"), pollakiuria ("urinary frequency"), abdominal pain upper ("stomach pain"), decreased activity ("loss of physical activity due to the implantation of the essure device"), neck pain ("neck pain"), arthralgia ("joints pain / hip pain"), hypersensitivity ("hypersensitivity reaction") with urticaria, vulvovaginal pruritus, rash and skin disorder, feeling abnormal ("feel worse"), malaise ("sick"), loose tooth (seriousness criterion medically significant), vulvovaginal pain ("it hurts to wear any tampons"), cyst ("cysts") and menstrual disorder ("unusual periods") and was found to have weight decreased ("weight loss / have been droping weight in an unhealthy way/weight loose atleast 10 pounds every month"). The patient was treated with surgery (dentures and hysterectomy) and tooth removal. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, back pain, migraine, polymenorrhagia, polymenorrhoea, abdominal distension, dyspareunia, urinary tract infection, alopecia, mood swings, memory impairment, allergy to metals, dental caries, weight decreased, urinary incontinence, pollakiuria, abdominal pain upper, decreased activity, neck pain, arthralgia, hypersensitivity, feeling abnormal, loose tooth, vulvovaginal pain and cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, arthralgia, back pain, cyst, decreased activity, dental caries, dyspareunia, feeling abnormal, genital haemorrhage, hypersensitivity, loose tooth, malaise, memory impairment, menstrual disorder, migraine, mood swings, neck pain, pelvic pain, pollakiuria, polymenorrhagia, polymenorrhoea, urinary incontinence, urinary tract infection, vulvovaginal pain and weight decreased to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff mentioned in a social media post on (B)(6) 2018 that she is "scheduled to undergo hysterectomy next week". She has discussed with her physician undergoing a total hysterectomy to remove the essure device. "I was just reading my records and it says 11 on my left side and 2 on right side". Concerning the injuries reported in this case, the following one/ones were reported via social media: cyst, loose tooth, malaise, vulvovaginal pain, feeling abnormal and weight decreased. Batch no d06931 production date 2014-09-01 expiration date 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pains/bad sharp pelvic pain"), genital haemorrhage ("heavy bleeding") and loose tooth ("loose all my teeth") in an adult female patient who had essure (batch no. D06931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included nexplanon. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". The patient's previously administered products included for an unreported indication: implanon. Concurrent conditions included arthritis and thoracogenic scoliosis. On an unknown date, the patient started nexplanon at an unspecified dose and frequency. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("sever cramping\lower right pain"), abdominal pain ("severe abdominal pain"), back pain ("back pain"), migraine ("severe migraine"), menorrhagia ("heavy and frequent menstrual bleeding, large blood clots\3 periods a month"), polymenorrhoea ("heavy and frequent menstrual bleeding, large blood clots"), abdominal distension ("bloating"), dyspareunia ("painful intercourse"), urinary tract infection ("frequent and severe urinary tract infections/uti"), alopecia ("hair loss/hair falls out"), mood swings ("mood swings"), memory impairment ("forgetfulness/memory is bad"), allergy to metals ("allergic to the nickel"), dental caries ("tooth decay"), urinary incontinence ("urinary incontinence"), pollakiuria ("urinary frequency"), abdominal pain upper ("stomach pain"), decreased activity ("loss of physical activity due to the implantation of the essure device"), neck pain ("neck pain"), arthralgia ("joints pain / hip pain"), hypersensitivity ("hypersensitivity reaction") with urticaria, vulvovaginal pruritus, rash and skin disorder, feeling abnormal ("feel worse"), malaise ("sick"), loose tooth (seriousness criterion medically significant), vulvovaginal pain ("it hurts to wear any tampons") and cyst ("cysts") and was found to have weight decreased ("weight loss / have been dropping weight in an unhealthy way."). The patient was treated with surgery (dentures and hysterectomy) and tooth removal. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, back pain, migraine, menorrhagia, polymenorrhoea, abdominal distension, dyspareunia, urinary tract infection, alopecia, mood swings, memory impairment, allergy to metals, dental caries, weight decreased, urinary incontinence, pollakiuria, abdominal pain upper, decreased activity, neck pain, arthralgia, hypersensitivity, feeling abnormal, loose tooth, vulvovaginal pain and cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, arthralgia, back pain, cyst, decreased activity, dental caries, dyspareunia, feeling abnormal, genital haemorrhage, hypersensitivity, loose tooth, malaise, memory impairment, menorrhagia, migraine, mood swings, neck pain, pelvic pain, pollakiuria, polymenorrhoea, urinary incontinence, urinary tract infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: plaintiff mentioned in a social media post on (B)(6) 2018 that she is "scheduled to undergo hysterectomy next week". She has discussed with her physician undergoing a total hysterectomy to remove the essure device. "I was just reading my records and it says 11 on my left side and 2 on right side". Concerning the injuries reported in this case, the following one/ones were reported via social media: cyst, denture wearer, loose tooth, malaise, discomfort and feeling abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: social media report received- case become incident. New event cyst, loose tooth, malaise, vulvovaginal pain and feeling abnormal were added. New reporter were added. Medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.